Manufacturer narrative:
Voluntary medwatch report #: mw5146393.

Event description:
Related manufacturer report number: 2017865-2023-51919. It was reported that the patient presented for follow up. An interrogation of the device revealed intermittent under-sensing/ oversensing on the right atrial lead, possibly misclassifying episodes. Over-sensing was exhibited by the right ventricular lead. No further information was available.